Event description:
It was reported that during testing of a handpiece, received error code 3 repeatedly. No additional information was known. No patient involvement.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code 3 was noted. The handpiece no longer meets the specifications for continuity. Further analysis, the device was disassembled and a torn acoustic isolator and moisture ingress were found. Due to this condition, it may lead for an error code 3 to occur. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.